Event description:
A customer reported receiving a reading of 5.8 mmol/l on her freestyle flash blood glucose meter and comparing to a laboratory result of 3.5 mmol/l. The tests were reportedly performed within ten minutes. The results when plotted on a parkes error grid fell into the "c" zone. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.